Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and dermoid cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), amnesia ("memory loss"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain, amnesia, dysgeusia, depression and dyspareunia had not resolved and the pelvic discomfort and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, depression, dysgeusia, dyspareunia, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: a.bilateral fallopian tubes, excision: completely transected fallopian tube segments with paratubal cysts. B.right ovary, excision: nature cystic teratoma (dermoid cyst) negative for malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and dermoid cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), amnesia ("memory loss"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain, amnesia, dysgeusia, depression and dyspareunia had not resolved and the pelvic discomfort and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, depression, dysgeusia, dyspareunia, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: bilateral fallopian tubes, excision: completely transected fallopian tube segments with paratubal cysts. Right ovary, excision: nature cystic teratoma (dermoid cyst) negative for malignancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(4) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter, lab data, medical history, removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.